Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood in the lumen. Microscopic investigation of the balloon material revealed a pinhole less than 1mm from the distal edge of the distal markerband. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03941. It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guide wire was delivered in the middle part of the lesion, a non-bsc catheter was used for ablation in the proximal area and performed plain old balloon angioplasty (poba) using a 3.0x40 coyote¿ es. The guide wire was advanced again but was unable to cross the lesion. Another access was obtained via dorsalis pedis artery utilizing retrograde approach with a non-bsc guide wire and a rubicon support catheter. After a retrograde wire rendezvous technique was performed, a coyote nc (nc quantum apex¿) balloon catheter was advanced for dilation, however, the balloon ruptured. The device was changed to small peripheral cutting balloon (spcb) for dilation, and when the physician wanted to perform more dilatation of the peripheral site, the spcb was unable to cross. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was then advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using spcb. No patient complications were reported and the patient's status was good.